Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the information available, the multifiltrate pro devices can be disassociated from the adverse events. There is no allegation or objective evidence indicating a serious adverse event(s) relating to the use of a fresenius device(s) and/or product(s) occurred.

Event description:
It was reported that a patient on continuous veno-venous hemodialysis (cvvhd) for renal replacement therapy (rrt) was reportedly being treated for hypothermia utilizing the multifiltrate pro. On (B)(6) 2023. The temperature of the patient¿s multifiltrate pro was increased to 39 degrees celsius to accommodate the patient¿s hypothermic state. However, later the same day the device alarmed that the ¿green heater bag had expanded.¿ as a result, the heating bulb on the multifiltrate pro was replaced and the patient resumed cvvhd. The following day, there was a burning smell noted in the patient¿s room, and it was discovered the device was leaking an ¿abundant¿ amount of heated liquid. The patient¿s treatment was terminated, and the tubing changed. Although the specifics are unclear, it appears the patient became hypotensive (result not provided) during these events and was given adrenaline without affect. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous veno-venous hemodialysis (cvvhd) for renal replacement therapy (rrt) was reportedly being treated for hypothermia and hypovolemic shock utilizing the multifiltrate pro. On (B)(6) 2023, the patient was undergoing cvvhd when the temperature of the patient¿s multifiltrate pro was increased to 39 degrees celsius to accommodate the patient¿s hypothermic state. However, later the same day the device alarmed that the ¿green heater bag had expanded.¿ as a result, the heating bulb on the multifiltrate pro was replaced and the patient resumed cvvhd. The following day, there was a burning smell noted in the patient¿s room, and it was discovered the device was leaking an ¿abundant¿ amount of heated dialysate (no patient contact/harm). The patient¿s treatment was terminated (no blood loss occurred) and restarted utilizing a different machine with new tubing. Although the specifics are unclear, it appears the patient experienced hypovolemic shock and hypotension due to poor albumin filling and was given adrenaline without affect. No additional information was provided.

Event description:
It was reported that a patient on continuous veno-venous hemodialysis (cvvhd) for renal replacement therapy (rrt) was reportedly being treated for hypothermia and hypovolemic shock utilizing the multifiltrate pro. On (B)(6) 2023, the patient was undergoing cvvhd when the temperature of the patient¿s multifiltrate pro was increased to 39 degrees celsius to accommodate the patient¿s hypothermic state. However, later the same day the device alarmed that the ¿green heater bag had expanded.¿ as a result, the heating bulb on the multifiltrate pro was replaced and the patient resumed cvvhd. The following day, there was a burning smell noted in the patient¿s room, and it was discovered the device was leaking an ¿abundant¿ amount of heated dialysate (no patient contact/harm). The patient¿s treatment was terminated (no blood loss occurred) and restarted utilizing a different machine with new tubing. Although the specifics are unclear, it appears the patient experienced hypovolemic shock and hypotension due to poor albumin filling and was given adrenaline without affect. No additional information was provided.

Manufacturer narrative:
Plant investigation: the actual sample was not available for evaluation. However, an evaluation of the retained samples was performed by the manufacturer. The samples underwent a visual inspection where they were checked for component defects, assembly failure, and conformity with the product specifications. The samples then underwent leakage testing where they were checked under air/liquid pressure for leaks and other assembly failures. No failures were detected. A device history record (DHR) review was performed. The results of the batch production record controls were found to be conforming. No non-conformities were observed during the manufacturing process. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Without examination of the actual complaint sample, a cause for the reported event could not be determined.